Manufacturer narrative:
(B)(4)

Event description:
It was reported that the products does not absorb well and requires changing within the 7 day wear time. It was also noticed that the wounds are macerated and taking longer than they usually take to heal.